Event description:
It was reported that following an MRI the pump had stalled and it never restarted. Per reporter this was a long time ago. No further information was available about this event.

Manufacturer narrative:
Concomitant product: catheter model/serial#: unk, implanted/ explanted: unk. (B)(4).